Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 325 mg/dl at the time of the call. The customer stated that the alarm occurred after the insulin pump was exposed to moisture. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tubelip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot. No unexpected ramping numbers noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.